Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. Therefore,10 retained samples were evaluated for brittleness, and all of them passed without failure. Additionally, 30 retained samples were visually inspected for any defects, and no issue was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: cracked tube. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿, the customer found one (1) cracked tube after centrifugation. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿, the customer found one (1) cracked tube after centrifugation. No patient or user impact reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.